Event description:
Arjo was informed about an event involving the citadel plus bed. It was reported that the side rail broke off while a 180 kg patient was sitting on the bed and likely leaning on or holding the rail to assist in getting up. The patient was unharmed. The device inspection revealed that the side rail's four screws holding the panel to the metal plate were ripped off (photographic evidence provided confirmed malfunction).

Manufacturer narrative:
The review of post-market surveillance data and the investigation that was conducted revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. This finding aligns with the observed condition of the side rail (the photographic evidence provided confirmed that the side rail was detached) and reports indicating that the bed was damaged by the patient, who was sitting on the bed and likely leaning on or holding the rail to assist in getting up. According to the instructions for use for citadel plus bed (IFU 831.374-en_14 from jun 2025), "the caregiver should always aid the patient in exiting the bed." Moreover, the operation of the side rails should be checked daily. "Failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and caregiver." If the result of the test is unsatisfactory, arjo or an arjo-approved service agent should be contacted. The bed frame was damaged. Therefore, the arjo device did not meet specifications. The bed was in use by the patient at that time. No injury was claimed. The complaint was assessed as reportable due to the side rail detachment. The device is distributed outside the us and no gudid information exists.